Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). The investigation regarding the reported event has been finalized. It was reported that the ventilator device generated high o2 concentration alarms during patient treatment. The problem was resolved by replacing the device o2 cell. Our investigation of the replaced and returned o2 cell did not show any errors. Our review of the returned device logs could verify the reported alarm regarding the high o2. Alarms regarding expiratory minute volume low, high respiratory rate and high peep(positive end expiratory pressure) could also be verified. The used ventilation mode during these generated alarms was niv pressure support. This ventilation mode is used together with a facial or nasal mask. The alarms could indicate that there was a leakage in the patient circuit. Due to the ventilation mode its not likely that the alarm high peep led to a high pressure situation to the patient. The alarm limit settings in combination with the ventilation mode could have contribute to the generated alarms the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
The device logs also show the alarm high peep(positive end expiratory pressure). Manufacturer ref. #: (B)(4).